Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the perfix plug (device 2) is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 2) an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device 1) or an unspecified bard/davol perfix plug (device 2) on (B)(6) 2008 or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh (device 1) and the perfix plug (device 2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.